Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraoesophageal surgical procedure that the left master tool manipulator (mtml) received an error, and the customer disabled it. The customer continued with the procedure as planned. The intuitive tech support engineer (tse) reviewed the system logs and confirmed error 25521 occurred against the mtml. The tse advised the customer that the error would likely return and that the issue would be escalated to intuitive field service. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed during visual inspection and no physical abnormalities were identified that could be directly linked to the reported failure. The mtm unit was subsequently installed onto a patient side cart fixture test platform (pftp) system for further evaluation and the degree of freedom (dof) on axis 1 was found to be malfunctioning. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical failure with the axis 1 motor and axis 1 potentiometer located on mtm.